Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker determined the cause of the reported issue to be old and worn battery pins.

Event description:
The customer contacted stryker to report that their device was unexpectedly shutting off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02316 indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker determined the cause of the reported issue to be old and worn battery pins. Section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02316 should indicate: stryker evaluated the customer's device and verified the reported issue. Stryker provided the customer with a repair quote, but no response has been received from the customer. The device was returned to the customer unrepaired. Stryker determined the cause of the reported issue to be old and worn battery pins.

Event description:
The customer contacted stryker to report that their device was unexpectedly shutting off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.